Event description:
Additional information received reported the patient had poor skin vascularity over pump site. The cause was poor ¿nutrition.¿ the patient was at risk for skin breakdown. The pump moved to right ¿infra-clavicular fossa by neurosurgeon.¿ at the time of report it was noted that the patient recovered without permanent impairment.

Event description:
It was reported that skin erosion occurred over the pump. The pump was subsequently explanted and replaced. There was no patient injury and the patient recovered without sequela. The device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). Final analysis of the pump found no anomalies.